Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It was reported that unspecified bd¿ needle broke. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the needle portion stay in the vial while the bottom portion of the syringe pulls out. Per nutrition infusion specialist: patient has had the needle portion stay in the vial while the bottom portion of the syringe pulls out. She then has to use ethyl alcohol wipes to try to remove the needle while holding the syringe upright to avoid losing any medication. She has not had to waste any needles yet.